Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a dlp curved tip arterial cannula, it was reported that the cannula was used for c annulating the aorta. Typically, the surgeon makes an incision in the aorta and then inserts the cannula, which is subsequently filled with blood. At the top of the cannula, there is a blue cap, which has a small hole to allow the air inside the cannula to be evacuated as it fills with blood. A white filter, located in the blue cap, is designed to allow air to pass through while preventing blood spillage. When the cannula is filled with blood the surgeon will place a clamp on the cannula. However, in this instance, the white filter was missing from the cannula. When the surgeon inserted the cannula, it filled with blood, but due to the absence of the white filter, a jet of blood was emitted from the cannula before the surgeon could clamp it. Fortunately, this did not impact the treatment or outcome for the patient. The use of the device was unspecified. There was no adverse patient effect associated with this event.

Manufacturer narrative:
B.5.medtronic received additional information that the device was used to complete the procedure.the amount of patient blood loss was approximately 20 to 30ml. No transfusion was required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information h6.2 eval code method (fdm/annex b): this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.